Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A f/u report will be provided.

Event description:
A hosp in another country, reported that the 500rd107 gas supply line was tearing off at the connector. No pt consequence was reported.